Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An in.pact av was being used for treatment of a moderately calcified lesion with chronic total occlusion of the small saphenous vein (ssv). There was not tortuosity. A 6fr sheath and a 035 non medtronic guidewire were used. No resistance was met during advancement and the device did not pass through a previously deployed stent. A syringe was used for balloon inflation. It was reported at 8atm the balloon burst. As adequate expansion was achieved during pre-dilation, the procedure was concluded as is.